Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: partial deflation issue. Time of device issue: during the procedure. Adverse event: none. It was reported that after implanting a xience v stent in the left main ostuim, the device was post-dilated with a voyager nc 4.0 x 12 mm at 20 atmospheres (atm), but the stent was not fully opposed to the arterial wall. A second voyager nc 4.5 x 12 mm was inflated up to 16 atm that fully opposed the stent to the arterial wall. During deflation the voyager nc 4.5 x 12 mm would not deflate. The balloon was deflated by attaching a syringe to the inflation port of the dilatation catheter and by pulling hard with the syringe negative pressure was applied until the balloon was partially deflated enough to remove it from the left main ostuim. After removing the device, the balloon was further deflated with a syringe until it could be removed from the patient anatomy through the guide catheter. The device was removed as a complete unit. There were no reported adverse patient effects. No additional information provided.